Manufacturer narrative:
Concomitant medical products: d284trkicd, implanted: (B)(6) 2016, explanted: (B)(6) 2016.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD)&#1157;placement procedure for elective replacement indicator (eri), the superior vena cava (svc) lead could not be fixed with the screwdriver. The ICD was exchanged and replaced with a competitor device, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.